Manufacturer narrative:
Additional narrative: (B)(4) lot number unknown.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of event is unknown. Additional classification codes: mni, kwp, kwq, nkb. Explant date is unknown since revision surgery occurred on (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spinal t10 to ilium level revision surgery occurred on (B)(6) 2017 due to a right broken rod and non-union. The right synthes rod broke just above the rod to rod connector which was placed at level l2. The left rod had no issue. The patient had a previous posterior spinal surgery on (B)(6) 2017 to extend a previous l2-ilium fusion (medtronic hardware) to t10 with synthes uss and rod to rod connectors. The construct in place from the (B)(6) 2017 surgery was synthes uss screws at t10, t11, t12, l1, no screws in l2, medtronic screws in l3-ilium ¿rod to rod connectors were placed bilaterally at l2 to connect the synthes and medtronic constructs. On the (B)(6) 2017 revision, the surgeon removed the rods in both the synthes and medtronic sections of the constructs. He then removed all of the medtronic screws at l3-ilium and placed new synthes uss screws. The surgeon replaced three (3) of the synthes uss screws in the cranial t10-l1 section (unknown location of the screws replaced and the sizes). The surgeon then placed new rods and connected them to t10-ilium. He successfully completed the procedure. No surgical delay or additional medical intervention was reported. Concomitant devices: medtronic screws (part/lot unknown, qty unk); 6.0mm ti hard rod 200mm-left (part# 498.108, lot unknown, qty 1); 6.0mm ti collar (part# 498.101, lot unknown, qty 8); 9mm side-opening screw 35mm (part# 498.003 lot unknown, qty 8); ti parallel connector 6.0mm (part# 498.160, lot unknown, qty 2); unk uss screws (part# 498.xx, lot unknown, qty 3). This is report 1 of 1 for (B)(4).